Event description:
The dr reported that the hosp has experienced eight corneal burns in the last six months. The last two burns were reported as minor resulting in a mild wound gape. Info on the other burns is not available. The dr indicated that they use a different mfg needle with the handpiece.